Event description:
It was reported that the pt was scheduled for generator explant surgery due to discomfort around the vns. The device has been turned off for quite some time. Surgery is planned, but has not occurred to date. Attempts for further info have been unsuccessful to date.